Event description:
Event description guidant received information that this ventricular polyflex lead was removed from service due to a 'lead failure'. No further details could be obtained regarding the specifics of the failure. The lead was surgically abandoned and successfully replaced. If further information is received, the event will be re-evaluated.